Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (device is not working) has been confirmed. Upon inspection, a foreign material was discovered and was shorting out the aux board, preventing the unit from powering up. The root cause of the foreign material in the monitor cannot be positively determined, but was likely liquid ingress through the auxilliary port connector. Once the aux board was replaced, the unit had powered on normally. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
During the investigation of an unrelated problem, zoll lifecor customer support contacted the (B)(6) male pt who had stated that he has not been wearing the device because "it has not worked in two months." The pt was provided with a replacement monitor.